Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, it was reported via chat that the patient experienced inaccurate cgm values which occurred eight days after the sensor had been inserted in the arm. The patient experienced lightheadedness and abdominal pain and left work early to go to the emergency department. The cgm was reading 150 mg/dl and the blood glucose reading was 350 mg/dl. Over about 5 hours, the patient was treated in the emergency department with 20 units of humulin r insulin and 3 liters of ns IV before being discharged. At the time of the report, the patient was fine. Due diligence attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.